Event description:
It was reported that the distal tips of the micropituitary broke during a discectomy.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.